Manufacturer narrative:
(B)(4). The complaint device was returned for review. The device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The customer complaint was confirmed and the root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.